Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was unknown at the time of hospitalization and blood glucose at the time of incidence was 600 mg/dl. The customer was treated with insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot for the high blood glucose and cause was due to the insulin did not exiting. Customer confirm the drops came out after she changed qs only. The device will not be returned for analysis.